Event description:
Nursing home patient with an autoimmune encephalitis with the inability to control limb movement and on tube feeding due to aspiration precautions ground teeth excessively. Dental lab at the same facility as nursing home created a sport-type mouth guard for the lower set of teeth made of a soft, 2mm thick, clear material. Patient declined and was transferred to a community hospital. Approximately 6 hours after transfer to hospital while patient was being intubated, the mouth guard was found in the throat. Per dentist, the mouth guard should not have been able to come off.